Event description:
It was reported that the patient was unable to adjust his stimulation and had a loss of therapeutic effect. The patient started to feel discomfort last night and took a diazepam to sleep; when he woke up this morning, his dystonia symptoms returned. The display was showing a 'call your doctor' icon and a por (power on reset) condition. There was no known accident or incident related to this. Once the por was cleared, the patient's dystonia symptoms were going away. The patient was told to monitor his symptoms and directed patient to contact his physician if necessary.

Manufacturer narrative:
Product ID 37752, serial# (B)(4), product type recharger; product ID 37642, serial# (B)(4), implanted: (B)(6) 2011, product type programmer, patient; product ID 37085-40, serial# (B)(4), implanted: (B)(6) 2010, product type extension; product ID 3389s-40, lot# v427154, implanted: (B)(6) 2010, product type lead. (B)(4).